Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. [Per (B)(6) - software engineer: allegation: the customer alleges a potential cyber incident as they received an alert on their pump that stated "der sensor alarmiert, dass diese menschen nicht erschossen werden." Translated: "the sensor alarms that these people will not be shot down" on the date of january 10, 2026. Analysis: it appears during the date of the allegation, the customer receives alerts indicating the sensor has lost communication with the pump. Once connection was restored, the customer receives a high sg alert. We cannot verify exact alert due to inability to retrieve pump traces for the event date. It is possible the alert indicated by the customer was translated incorrectly, and may align with one of the alert events found on the carelink report. We do not have enough information to confirm this was a cyber incident.] The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, peeling serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Perform the history review 1 week from the event date 10-jan-2026 in the pump history file and found 1 lowbatteryalert (104) on 01/05/2026 14:22:01.000, 1 lostsensor1alert (780) on 01/05/2026, 1 changebatteryfault (73) on 01/05/2026 23:53:00.000, 2 sensorerroralert (801) on 01/07/2026, 1 lostsensor1alert (780) on 01/07/2026, 4 sensorerroralert (801) on 01/08/2026, 7 sensorerroralert (801) on 01/09/2026, and 16 sensorerroralert (801) on 01/10/2026. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on 01/14/2026 1:16:59 pm. There was no power data available for the date of 01/05/2026. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Software error-cybersecurity - hacking allegation not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported concern with pump cybersecurity and/or a hacking allegation. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for cybersecurity assessment. Customer was advised to discontinue use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.